Manufacturer narrative:
(B)(6). Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug-eluting stent (des) was selected to treat the lesion. During preparation when device was about to be introduced to the patient, it was noted that the middle portion of the stent struts were frayed. The device was not used and the procedure was completed with another 4.00 x 38 synergy¿ des. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged its entire length with stent struts stretched and distorted from mid-section to the distal end of the stent. The maximum crimped stent profile was measured and is within specification. The stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. There are no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug-eluting stent (des) was selected to treat the lesion. During preparation when device was about to be introduced to the patient, it was noted that the middle portion of the stent struts were frayed. The device was not used and the procedure was completed with another 4.00 x 38 synergy¿ des. No patient complications were reported and the patient's status was stable.